Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery is not recognized.

Manufacturer narrative:
The fse evaluated the device onsite and determined that it did not recognize the battery due to a defective power board. As a result, troubleshooting was performed, and the power board was repaired to resolve the issue. The device returned was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.